Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the tissue damage appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading effect of the tissue damage. Additionally, the reported patient effects of tissue damage and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported additional therapy / non-surgical treatment (iabp), delayed therapy / non-surgical treatment, and hospitalization (required) or prolonged are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report tissue damage, delay, prolonged hospitalization, and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted anterior prolapse restricted posterior, annulus dilated, and thin leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned. However, during grasping, the leaflet tore, worsening mr to 4+. The clip was re-positioned to treat the tear and reduce mr, but it was not possible to reduce mr. Therefore, a decision was made to remove the cds with the clip attached and abort the procedure. The physician stated that the patient had thin leaflets where the tore occurred. This caused a clinically significant delay in the procedure as the patient will remain hospitalized to undergo surgery. A balloon pump was placed to stabilize the patient. No clips were implanted, worsening mr to 4+. No additional information was provided.